Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, asthma, hypoglycemia, depression, anxiety, stress fracture, gerd, appendectomy (1997), umbilical hernia (1999,), multiple caesarean sections, gallbladder removal (2006) and dizziness. Previously administered products included for an unreported indication: mirena iud and oral contraceptive. Concurrent conditions included carpal tunnel syndrome, chronic pain, polymenorrhagia, right lower quadrant pain, uterine scar, colonoscopy, bone spur removal, ulnar nerve injury, swollen arm, vomiting, cough, bloating, urinary incontinence, nocturia, urinary frequency, joint swelling, weakness, numbness, sleep disorder, pelvic adhesions, wheezing and lobar collapse. Concomitant products included buspirone hydrochloride (buspar) since (B)(6)2017, camphor;essential oils nos (aerosol spitzner) since (B)(6)2017, celecoxib (celexa) since (B)(6)2012, cetirizine hydrochloride since (B)(6)2017, fluticasone propionate (flonase allergy relief) since (B)(6)2017, fluticasone propionate;salmeterol xinafoate (advair) since (B)(6)2017, meloxicam (mobic) since (B)(6)2017, omeprazole (prilosec) since (B)(6)2017, salbutamol (albuterol hfa) since (B)(6)2017, sertraline hydrochloride (zoloft) since (B)(6)2017 and vitamin d nos (vitamin d) since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), migraine ("migraine"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 7 days after insertion of essure. In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome (ibs)."). In (B)(6)2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6)2014, the patient experienced arthralgia ("pain joint") and back pain ("back pain/ lower back"). In 2014, the patient experienced photophobia ("vision/eye problems type: light sensitivity"), vision blurred ("vision/eye problems type: blurred vision") and eye pain ("vision/eye problems type: ocular pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type: rashes"), headache ("headaches") and endometriosis ("reproductive system disorder or condition-type of disorder or condition: endometriosis"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, fibromyalgia, rash, migraine, headache, dysmenorrhoea, dyspareunia, photophobia, arthralgia, vision blurred, eye pain and endometriosis had resolved and the allergy to metals, irritable bowel syndrome and back pain was resolving. The reporter considered allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, eye pain, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, photophobia, rash, vaginal haemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6)2017: the uterus measures 10.8 x 5.9 x 4.9 cm. Endometrium is 13 mm thick. There is a c-section scar within the anterior uterine body. Echogenic structures adjacent to the uterine fundus are not well evaluated and likely represent essure sterilization coils. Both ovaries are unremarkable. The right ovary measures 2.5 x 2.5 x 2.4 cm. The left ovary measures 3.7 x 2.9 x 2.3 cm. No significant free pelvic fluid. Impression: 1. The endometrium is 13 mm thick which is likely normal in a menstruating woman. Correlate with stage of menstrual cycle. 2. C-section scar in the anterior uterine body. 3. Unremarkable appearance of both ovaries. 4. Echogenic structures adjacent to the uterine fundus are not well evaluated and could represent essure sterilization coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, asthma, hypoglycemia, depression, anxiety, stress fracture, gerd, appendectomy (1997), umbilical hernia (1999,), c-section, gallbladder removal (2006) and dizziness. Previously administered products included for an unreported indication: mirena iud and oral contraceptive. Concurrent conditions included carpal tunnel syndrome, chronic pain, excessive menstruation, right lower quadrant pain, uterine scar, colonoscopy, bone spur removal, ulnar nerve injury, swollen arm, vomiting, cough, bloating, urinary incontinence, nocturia, urinary frequency, joint swelling, weakness, numbness, sleep disorder, abdominal adhesions, wheezing and lobar collapse. Concomitant products included buspirone hydrochloride (buspar) since (B)(6) 2017, camphor;essential oils nos (aerosol spitzner) since (B)(6) 2017, celecoxib (celexa) since (B)(6) 2012, cetirizine hydrochloride since (B)(6) 2017, fluticasone propionate (flonase allergy relief) since (B)(6) 2017, fluticasone propionate; salmeterol xinafoate (advair) since (B)(6) 2017, meloxicam (mobic) since (B)(6) 2017, omeprazole (prilosec) since (B)(6) 2017, salbutamol (albuterol hfa) since (B)(6) 2017, sertraline hydrochloride (zoloft) since (B)(6) 2017 and vitamin d nos (vitamin d) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), migraine ("migraine"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 7 days after insertion of essure. In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome (ibs)."). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2014, the patient experienced arthralgia ("pain joint") and back pain ("back pain/ lower back"). In 2014, the patient experienced photophobia ("vision/eye problems type: light sensitivity"), vision blurred ("vision/eye problems type: blurred vision") and eye pain ("vision/eye problems type: ocular pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type: rashes"), headache ("headaches") and endometriosis ("reproductive system disorder or condition-type of disorder or condition: endometriosis"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, fibromyalgia, rash, migraine, headache, dysmenorrhoea, dyspareunia, photophobia, arthralgia, vision blurred, eye pain and endometriosis had resolved and the allergy to metals, irritable bowel syndrome and back pain was resolving. The reporter considered allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, eye pain, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, photophobia, rash, vaginal haemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: the uterus measures 10.8 x 5.9 x 4.9 cm. Endometrium is 13 mm thick. There is a c-section scar within the anterior uterine body. Echogenic structures adjacent to the uterine fundus are not well evaluated and likely represent essure sterilization coils. Both ovaries are unremarkable. The right ovary measures 2.5 x 2.5 x 2.4 cm. The left ovary measures 3.7 x 2.9 x 2.3 cm. No significant free pelvic fluid. Impression: the endometrium is 13 mm thick which is likely normal in a menstruating woman. Correlate with stage of menstrual cycle. C-section scar in the anterior uterine body. Unremarkable appearance of both ovaries. Echogenic structures adjacent to the uterine fundus are not well evaluated and could represent essure sterilization coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: new pfs+mr received. Lot number added. New events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal yeast infections, autoimmune disorder type of disorder: fibromyalgia, rashes or skin conditions type: rashes, migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: light sensitivity, blurred vision, retinal pain, gastrointestinal or digestive system condition type: irritable bowel syndrome (ibs), pain joint, back pain, reproductive system disorder or condition-type of disorder or condition: endometriosis were added. Outcome for events were added. New reporters, plaintiffs information were added. Concomitant conditions, drugs, historical conditions and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.